Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The customer was running quality control samples on the analyzer when the leak was identified. The customer described the leak as 3-5 ml of clear fluid from the probe leaked during aspiration. The leak was not contained, and fluid leaked onto the counter. There were no instrument generated errors/system messages in conjunction with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, goggles, and lab coat. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found solenoid (lv8) was not plugged (loose) in all the way. He reseated lv8 to resolve the issue. The fse performed verification of instrument to meet the specified requirements per established procedures.